Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The overlay tubing and the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage during use. The analysis noted that the lead was returned with dried blood visible inside of the lead. Visual inspection found a cut through from the overlay tubing to the bi-lumen, and to the proximal cable coating at distance 31 cm of the lead. The insulation breach that allows blood ingress into the lead, and on the proximal conductor is likely the cause for the electrical complaint of low impedance, and it could happen during the time of re-position the lead. Concomitant product(s): a 4298-88 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had low impedance. The physician attempted to reposition the lead but decided to remove the lead. A new lead was implanted. No patient complications have been reported as a result of this event.